Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not admitted to the hospital for the event. On the same day as onset, the patient began treatment with vancomycin (1gram, route and frequency were not reported) and injection fortum (1 gram,1 exchange /day). The outcome of the peritonitis was unknown. It was not reported whether dianeal therapy was ongoing. No additional information is available.